Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed and the product was released according to alcon's acceptance criteria. Functional penetration test values for the lot met specification. (B)(4).

Event description:
A nurse reported that a surgeon observed knives were dull during five different procedures. No patient harm or injury was reported.